Event description:
The lay user/pt contacted lifescan in 2006, and alleged that she was not able to test on her one touch ultra meter. The medical affairs specialist (mas) called and spoke with the pt on july 31, 2006 and obtained further info from her. The pt informed the mas that she initially thought that it was a meter issue until she was told after troubleshooting that the test strips had a wicking issue. The pt mentioned that she had received the meter about 2 months ago from the hosp and the meter had 10 test strips with it, which worked fine. However, she opened a new vial of test strips on the event date, and this was when she was not able to test on the meter. She further stated that she had two "insulin reactions" that day, one in the morning and one later that afternoon. Around 5:00 am on the same day, the pt woke up (no symptoms experienced at this time). She attempted to test on the meter with a strip from a new vial, but it was not wicking the blood sample and she was not able to obtain a result. She then took her set amount of morning insulin (2 units of humalog and 62 units of humalin n). The pt mentioned that if she had obtained a result on the meter and if the result was low, she would have eaten something first prior to taking the insulin. However, that morning, she took the insulin without knowing her blood glucose level. After about 1/2 hour to 45 minutes later, she started experiencing low symptoms (cold sweat, dizziness, and confused). She did not attempt to test on the meter at this time, but was already on the phone with lifescan to troubleshoot the issue. The pt handed the phone to her husband and immediately took 3 glucose tablets and started feeling better. The pt further stated "this same thing [insulin reaction] happened again that after afternoon". She did not require any medical attention or intervention, but treated herself with glucose tablets again. At the time of troubleshooting, it was verified that the pt's testing technique was correct. The husband was walked through a blood test, but the issue persisted. This complaint is reported because the issue was not resolved and the pt was not able to test due to the wicking issue with the test strips. During this time, the pt had taken insulin and experienced low symptoms. She self-treated with glucose tablets and felt better. Replacement test strips were sent to the lay.

Manufacturer narrative:
Lifescan has requested the return of the subject strips for evaluation, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.